Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the an unreported quantity of unspecified access sets leaked from an unknown location. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.